Event description:
It is reported that the patient is experiencing swelling and a baker's cyst as well as lucency underneath the tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.